Manufacturer narrative:
The event is consistent with temporary reagent exposure to inappropriate low temperatures, close-to or actual freezing. Temperature charts from the refrigerator show storage temperatures below 0°c. The storage conditions of +2°c to +8°c were not met at all times during storage.

Manufacturer narrative:
The field service representative checked the analyzer and did not find any issues. Two reagent kits were checked for sedimentation of the reagent beads. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for two patient samples and qc material from cobas e411 disk analyzer serial number (B)(4). Patient 1 initial result was 1.23 ng/ml with a data flag and the repeat result was <0.100 ng/ml with a data flag. Patient 2 initial result was 1.24 ng/ml with a data flag and the repeat result was <0.100 ng/ml with a data flag. The initial results were reported outside of the laboratory and were questioned by the physician as they were not consistent with the clinical symptoms. There was no allegation of an adverse event.